Event description:
It was reported that the procedure was to place a pacemaker. The first whisper guide wire would not cross completely and was removed without issue from the patient. The second whisper guide wire was able to cross with some resistance felt; however, resistance was also felt during retraction of the guide wire and the tip separated and remains in the patient. No attempts were made to retrieve the guide wire as the pacemaker is already a foreign body in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported detachment of the device was confirmed via returned device analysis although the difficulty to remove and physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual, dimensional and cine review of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for detachment of the device, difficult to remove or physical resistance for this lot. Based on the information reviewed no corrective action will be implemented in this case, as there does not appear to be any indications of a product quality deficiency. It should be noted that the information for use (IFU), states the following: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). One unused, sterile device was returned and tested. The results of the visual, dimensional, and functional analysis did not confirm any abnormalities with the guide wire. There is no indication of a lot specific deficiency.